Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was provided pump reset information, and reset pump with assistance; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction recurred, and caller acknowledged and understood instructions.